Manufacturer narrative:
(B)(4). No sample has been returned for investigation. Without the actual sample , a thorough investigation could not be performed and no specific conclusion can be drawn as to the cause of the reported event. If the sample and/or additional pertinent information becomes available, a follow up report will be submitted. We have informed our manufacturer accordingly. Other inspection: we inspected our retention samples, but no abnormality was found. Review manufacturing record: no abnormality was found.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(6)): the needle broke during lumbar puncture. The patient had to go to the operating block to withdraw the part of the needle that remained in her back.

Manufacturer narrative:
(B)(4). A follow-up report will be provided after the inspection results are available.